Event description:
It was reported that a patient was connected to a carestation 750 when it was alleged the unit stopped ventilating. It was reported that the patient desaturated. The level of desaturation was not reported. There were no patient sequelae reported.

Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information provided to date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.